Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the shock impedance was around 205 ohms. The doctor repositioned the electrode in an attempted to get deeper beneath the adipose tissue. Also, the pocket was revised to get closure to the fascia. Both resulted in only a drop in impedance to 145ohm. This was also met with poor sensitivity with over and under sensing. The doctor elected to not implant the system. There were no adverse patient effects.

Event description:
It was reported that, during implant testing, the shock impedance was around 205 ohms. The doctor repositioned the electrode in an attempted to get deeper beneath the adipose tissue. Also, the pocket was revised to get closure to the fascia. Both resulted in only a drop in impedance to 145ohm. This was also met with poor sensitivity with over and under sensing. The doctor elected to not implant the system. There were no adverse patient effects.